Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received which indicated surgical intervention was undertaken to address the issue. Physician attempted to reposition the leads, but was unable to do so due to scar tissue. Physician elected to remove the leads and implant 2 replacement leads at the t10 vertebral level and effective therapy was achieved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Further information was requested but no obtained (weight of the patient ) therapy and event date is estimated

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2020-00943. It was reported patient experienced lead migration. It was addressed that patient also experienced fall after a procedure (date unknown ). To address the issue patient will be awaiting surgical intervention at a later date .